Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front case with keypad due to unresponsive keypad causing the device unable to turn on. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/08/2019 to the present date 01/08/2021 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200299132 for out of specification ¿ startup files missing which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the assy fr case with keypad 8015 m2. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #¿s noted for the following parts replaced that have an already existing CAPA. CAPA #: 1120033 for pcu unresponsive keys.

Event description:
It was reported that the device has keypad problems. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 10/08/2019 to the present date 01/08/2021 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 (B)(4) for out of specification ¿ startup files missing which does not correlate to the customer reported issue.

Event description:
It was reported that the device has keypad problems. No additional information was provided. There was no patient involvement.